Manufacturer narrative:
There was a wrong labeling for the micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/ g10560). The catalog number on the package label and tracking stickers does not match the catalog number on the DHR. The catalog number is identified in the DHR as ssr100514-20. The product is labeled as ssr100514-10. The product is not available for evaluation. Based on the information, the event was confirmed. Corrective actions have been taken and completed. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
There was a wrong labeling for the micrusphere xl platinum microcoil 5mm x 14cm (ssr10051420/ g10560). The catalog number on the package label and tracking stickers does not match the catalog number on the DHR. The catalog number is identified in the DHR as ssr100514-20. The product is labeled as ssr100514-10.